Event description:
Report received from hcp that patient had "withdrawal type" symptoms. Pump was being refilled, expected residual was 6 ml per the programmed level but hcp was able to aspirate only 1.8 ml. Follow up with hcp revealed patient actually experienced "full blown" withdrawal symptoms including fever, tightness, increased ck, rebound spasticity and severe itching. Patient was treated with po baclofen. After refill of the pump, the dose was slowly increased. Records were checked and persons refilling pump had uneventful refills. No cause for this event was identified. Patient's pump has been checked since event to determine if residual volumes are consistent with programming and pump has been functioning properly. The patient was discharged in 3 days at proper therapeutic response.